Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, customer refilled and/or reused the cartridge and did not perform the proper air removal techniques. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The tandem pump user guide instructs the user to remove any residual air from the cartridge.